Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic screen. The cse inspected the device and replaced the backlight inverter pcb. The unit passed extended self-testing.